Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead became extrinsically distorted due to pulling/stretching/o verstress. The distal connector of the lead was extrinsically bent. The inner tubing of the lead was extrinsically breached due to a tear. The inner insulation of the lead was extrinsically breached due to a tear. The inner tubing of the lead became extrinsically distorted due to kinking/buckling. The inner tubing of the lead became extrinsically distorted due to pulling/stretching/overstress. The inner insulation of the lead became extrinsically distorted due to kinking/buckling. The inner insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. The outer insulation of the lead became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. The analyst noted the full lead was returned stretched measuring 82 cm in length. The connector pin was bent, extrinsic damage. The connector pin and [pin cap were no loose on the connector leg of the lead. The outer insulation, inner insulation, inner tubing, proximal conductors, and distal conductors were stretched and kinked through the length of the lead, extrinsic damage. The inner insulation and inner tubing were torn apart an a undetermined location, extrinsic damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during the implant procedure of the lead, that the lead exhibited insulation issue, something was wrong with the connector tip and it was loose. The lead was attempted, not used. No patient complications have been reported as a result of this event.